Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient had drainage from an infected wound at the pump site. Additionally, the pump had moved medially in the abdomen. The system was explanted. At explant, it was noted that there were 3 suture loops with sutures attached - the sutures had come out of the tissue which allowed the pump to move out of the pocket. The pump was programmed to deliver lioresal (concentration and dose not reported.) Additional information has been requested, a follow-up report will be submitted if additional information becomes available.